Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 51-107100, tprlc 133 mp type1 pps ho 10.0, 6156137, 010000859, g7 neutral e1 liner 36mm g, 6202162, 11-363662, 36mm cocr mod hd std, 481540/ customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02581, 0001825034 - 2018 - 02582, 0001825034 - 2018 - 02580. Product location unknown.

Event description:
It was reported that the patient underwent right primary hip arthroplasty. Subsequently, the patient developed an infection and underwent a stage I revision. Attempts have been made and additional information on the reported event is unavailable.